Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the pacemaker indicated sudden early battery depletion. The device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the implantable cardioverter defibrillator revealed the device was at elective replacement indicator when received. Analysis of the device image showed a high current drain consistent with a known firmware anomaly.